Event description:
It was initially reported that during an initial implant, the or nurse was performing an interrogation, which was successful, but the handheld computer froze and would not let her proceed past the "interrogation successful" screen. She performed a soft reset, which resolved the issue. A system diagnostics was performed, which was within normal limits. No further issues were discussed and the site did not elect to return their handheld computer. The screen freeze is a known issue that is resolved with a soft or hard reset.